Manufacturer narrative:
Date sent to FDA: 8/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional and umbilical hernia repair surgery on (B)(6) 2015 and two (2) mesh products were implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6)2017 during which the surgeon encountered and lysed incarcerated omentum and adhesions. It was reported that the patient experienced severe pain, recurrence, dense adhesions, bulging, stress and anxiety. No additional information is provided.